Event description:
It was reported that the tps-bi directional footswitch caused a drill to run after the footswitch was in the off position. This occurred during a procedure, which was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the tps-bi directional footswitch caused a drill to run after the footswitch was in the off position. This occurred during a procedure, which was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. It was confirmed the device caused a handpiece to run without user activation by the qc specialist through functional evaluation. Upon disassembly, a non-stryker strain relief component and non-stryker repair work were found. Based on observations from the device evaluation and the instructions for use for this device, the presence of a non-stryker component and non-stryker repair work may cause or contribute to the reported event.